Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11769. The patient received two leads with the same lot number. It was reported the patient had fallen and the stimulation was no longer in the correct areas. The patient quit using the scs system at the time, and stopped charging the ipg. The sjm representative recently met with the patient and determined the ipg would not communicate with external devices. Follow up identified the physician replaced the system.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.